Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer states that shortly after the wheelchairs were delivered they noticed that the rear wheels have sharp pieces on them.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Assembly/component issue, other/defective. Wheels have sharp plastic burr's on them. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Assembly/component issue, other/defective. Wheels have sharp plastic burr's on them. Customer states that shortly after the wheelchairs were delivered, they noticed that the rear wheels have sharp pieces on them.